Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported deviation from the instructions for use (IFU) is associated with the use of an expired sgc by the physician during the mitraclip procedure, despite being aware that the device is expired. It should be noted that in the mitraclip IFU warns: "do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection." There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 2017 - used after expiration: na.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4 and flail. An expired steerable guide catheter (sgc), with an expiration date of august 7, 2023, was used during the procedure. Two mitraclips were implanted without issues. The mr was reduced to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.